Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. Five (5) devices were received for evaluation; five (5) events were confirmed during testing. Three (3) devices were found to be affected by corrosion. Two (2) devices were found to have a lack of lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the devices were overheating. There was no patient involvement; no patient impact.